Manufacturer narrative:
(B)(4)

Event description:
The pt was not getting pain control. The pt had a granuloma. Surgery was performed to replace the pump and catheter and to remove the granuloma. The pump was used to deliver dilaudid 30 mg/ml. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.